Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump occludes the tubing when placed in the pump but fails to provide a corresponding notification, resulting in the medication not infusing. A review of the device's serial number history revealed no similar complaints. The failure mode was not confirmed, as the device was not returned for evaluation. Therefore, the root cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the potential root cause of this failure mode. Reference: complaint #(B)(4).

Manufacturer narrative:
There are no previous complaints on the device. Device requested this MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/04/2024, zyno medical received a report from a customer reporting that the would occlude the tubing when placed in the pump but not notify that this is happening without infusing the medication. No report of patient injured/harmed.